Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the patient's controller would not switch power sources when the power source was depleted which resulted in a controller exchange. There was no reported patient injury related to this event. The controller was returned to the manufacturer. The controller passed visual and functional testing; however, log file review confirmed the occurrence of the reported critical battery alarm as well as switching of power sources prior to the battery charge threshold. The most likely root cause can be attributed to communication issues within the controller most likely as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins within the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient's controller would not switch power sources when the active power source was depleted. The patient claims this occurred with multiple power sources while using the respective controller. The patient underwent a controller exchange and returned the device manufacturer for evaluation. No patient harm or injury was reported as a result of the reported event.